Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, no fault was found with the radiofrequency (rf) head. Product ID: 2090; product ID 229047. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate a device. Both the programmer and the radio frequency programmer head were returned to service. It was indicated that there was no patient involvement associated with this event.